Event description:
The customer contacted stryker to report that their device was intermittently not responding to on button presses. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the small keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Stryker further evaluated the removed small keypad and determined the cause of the reported issue to be due the keypad being pinched.

Event description:
The customer contacted stryker to report that their device was intermittently not responding to on button presses. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.